Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The wheel was replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported that one of the caster wheels had broken off the unit while it was being rolled between room. The unit did not tip or fall. There was no injury.